Manufacturer narrative:
No product has been returned by the customer. Since the customer did not provide any product identification numbers such as lot numbers, no batch record review or retention testing is possible. Complaint data was reviewed in an attempt to identify a trend based on the customer's allegation and no trend was observed. A specific root cause was not identified for this event. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the softclix lancet protrudes from the end cap of the accu-chek softclix lancet device when the dial depth setting is at 4. Once the customer noticed the lancet was protruding, the customer adjusted the dial setting lower and reattempted. The customer indicated that if the dial setting was set on 1, 2 or 3, the lancet did not protrude from the end cap when the device was fired. The customer adjusted the dial setting back to 4 and the lancet protruded from the end cap again. The lancet was seated properly and the dial cap was in place as intended. No adverse event occurred. The customer did not provide the lot number of the device, nor the lancets. The lancet device was requested for investigation. A replacement device was sent.